Event description:
It was reported that there was an error code: no disposable during patient use. There was a slight delay in treatment and seven milliliters remaining in the when it was returned. The patient was not affected medically. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.